Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide device via 6fr sheath after a peripheral angioplasty procedure. Reportedly, all steps were successfully completed; however, during knot advancement, the knot of the proglide device could not be advanced completely to achieve hemostasis. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history cannot be performed, due to the lot number not being provided. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. An unused sterile device was returned from the account, which was inspected and functionally tested with no anomalies. The investigation unable to determine the conclusive cause for the reported difficulty; however, the subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.